Manufacturer narrative:
Visual inspection of the returned device found no defects, anomalies or damages. The reported event of "stent migration" could not be confirmed through product analysis. The returned device has no visual or physical defects, anomalies or damages. Therefore, the most probable cause for this complaint is "anticipated procedure complication" since the complaint is due to a known physiological effects of the procedure noted within the directions for use (dfu). A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted in the ureter on (B)(6) 2017. On (B)(6) 2017, it was found that the loop of the stent migrated in the urethra. The patient manually pulled out the stent and was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted in the ureter on (B)(6) 2017. On (B)(6) 2017, it was found that the loop of the stent migrated in the urethra. The patient manually pulled out the stent and was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.